Event description:
User facility returned the device to smiths medical service department in germany for service. Upon examination, the technician at smiths medical service determined that there were visual indications of damage to the main board consistent with fire or smoke. The battery was also found heavily damaged in a similar way. No adverse effects reported associated with the issue.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. D4: serial number: (B)(6) UDI number:(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. For all enquires or follow up questions related to the record, do not use regulatory.responses@smiths-medical.com, please direct those to the following: regulatory.responses@icumed.com.